Manufacturer narrative:
An event of atrial fibrillation, pericardial effusion, atrioventricular heart block and left bundle branch block was reported. The patient had medical history of percutaneous transluminal coronary angioplasty (ptca), atherectomy without stent placement, prior endocarditis, hypertension, hypercholesterolemia, prostate cancer, transient ischemic attack which may have contributed to the reported event. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Field indicated that arrhythmia was believed to be due to a dilated left atrium and pericardial effusion was due to post-operative anticoagulation based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There was no allegation of malfunction of the abbott device was noted.

Event description:
Clinical information: crd_985 - arb pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 31mm tailor flexible annuloplasty ring was implanted during procedure. There were no intraprocedural adverse events or device deficiencies noted. A mitral valve repair was also performed, which included a posterior leaflet repair using a cleft closure technique, as well as a subvalvular repair using a chordal replacement with artificial chordae or suture technique. A left atrial appendage closure and bioprosthetic aortic valve replacement were also performed during the procedure. Post procedure, the patient developed a complete atrioventricular heart block with escape around 50 bpm and was hemodynamically well tolerated. On (B)(6) 2023, the rhythm then transitioned to atrial fibrillation on electrocardiogram (ECG). On (B)(6) 2023, a incomplete left bundle branch block with lengthened qrs was noted on ECG. On (B)(6) 2023, amiodarone was administered, and there was a spontaneous reduction of the atrial fibrillation. A junctional escape rhythm appeared after the amiodarone was administered. The arrhythmia was believed to be due to a dilated left atrium. The arrhythmia later resolved. On (B)(6) 2023, a 16mm pericardial effusion was noted over the right atrium and a 7mm pericardial effusion was noted over the right ventricle. There were no hemodynamic repercussions, and the patient was monitored but no treatment was required. The cause of the pericardial effusion was due to post-operative anticoagulation. There were no issues related to the 31mm tailor flexible annuloplasty ring.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.